Event description:
Additional information received reported that the patient was doing well and getting effective therapy.

Manufacturer narrative:
Analysis of the lead model 3387-28, lot 0206806073 found no anomaly. (B)(4).

Event description:
It was reported that when the lead was out of packaging, it was inspected by a scrub nurse and noted that the tip was bent. It was noted that the nurse showed the surgeon and that the surgeon asked for a new lead. It was further noted that the surgeon did not attempt to straighten or implant the lead. It was noted that upon closer inspection that the stylet would not go all the way to the tip. It was noted that it seemed to stop before the start of the last electrode so the tip and the last electrode became ¿quite floppy.¿ it was noted that the device was not used with or in a patient. It was further noted that there was no patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.